Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the loading of the valve was noted to be done correctly. The infold in the valve was first observed during the first deployment attempt. The valve was recaptured one time due to the infolding. Per the physician, the patient's bicuspid anatomy and aortic calcification contributed to the infold.

Manufacturer narrative:
Updated data: h2, h3, h6, image review: a complete set of intraprocedural fluoroscopic cine images were reviewed in relation to the event. The patient¿s executive summary was unavailable, limiting the ability to conduct a thorough anatomical assessment. However, the patient¿s aortic valve was reported to be heavily calcified with right and left fusion. Two fluoroscopic valve load inspections were conducted with the first one showing a possible misload due to crown overlap reaching node 4, and the second showing a good load. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. There is no documentation of any misloads with this event therefore it is suspected that the same valve was reloaded onto the same delivery catheter system. A pre balloon aortic valvuloplasty was performed two times prior to the valve implantation due to balloon dislodgement. During the valve implantation attempt, an infold was visible. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence showed that the infolded valve was not implanted. A new valve was loaded, and fluoroscopic inspection revealed a good load. The new valve was deployed just prior to the point of no recapture and depth assessment was performed. Valve depth prior to final release was estimated at approximately 6 millimeter (mm) on the non-coronary cusp and 6mm on the left coronary cusp in the left anterior oblique (lao) view and no signs of infolding. Post implant angiogram revealed no significant aortic regurgitation/paravalvular leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evprop23-29 (lot: 0013041800); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the patient had heavily calcified valve with right and left sinus fusion. Upon fluoroscopic inspection, the valve load appeared appropriate. During the implant of the valve, an infold was observed. Subsequently, the system was withdrawn from the patient, and a new valve, new delivery catheter system (dcs), and new compression loading system (cls) were used to complete the procedure. No patient complications were reported as a result of this event.